Event description:
It was reported via social media that a device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The closure device later moved and the closure device was explanted via open heart surgery. It was further reported that the patient was recommended to continue using eliquis with no end date. On an unknown date, a pacemaker was placed.

Manufacturer narrative:
B3: date of event - updated -the open heart surgery was further reported to be (B)(6) 2021. B5: describe event or problem - updated. D6a: implant date - estimated as date is unknown. D6b: explant date - updated - the open heart surgery was further reported to be (B)(6) 2021.

Manufacturer narrative:
Date of event - estimated as date is unknown. Implant date - estimated as date is unknown. Explant date - estimated as date is unknown.

Event description:
It was reported via social media that a device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The closure device later moved and the closure device was explanted via open heart surgery.